Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) reviewed the alarm log and explained the alarm. The home patient (hp) stated that he was connected and the patient line extension was connected prior to priming. The tsr advised the hp to start over again using new supplies and let the nurse know of the alarm. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4). A follow-up report will be filed should any significant supplemental information become available

Event description:
During follow up the home patient's (hp) nurse stated that the hp did not make her aware of this; however, the patient has been in to see her since this date and there have been no problems.